Event description:
It has been reported that upon impaction the insert would not seat or lock into the baseplate. A second insert opened and seated in the baseplate with no further complications. There was no adverse consequence for the pt.